Manufacturer narrative:
Additional information added: d.4, d.10, h.4, & h.6. (Device code). Correction; h.6. (Patient code). The customer¿s report that the tubing component snapped off was confirmed based on visual inspection. The separation was at the engagement between the tubing and inlet of the second smartsite port components. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. No other damage or issue was observed. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Inspection under magnification of the separated tubing end observed insufficient solvent. When aligning the separated tubing end beside the open smartsite end, there was evidence that the tubing had not been fully inserted. The tubing's outer diamter was measured to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that tubing component snapped off. The customer wants to determine if there is a concern. Although requested, no additional information has been provided. There is no report of patient harm or impact.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified although requested, patient demographics were not provided.

Event description:
It was reported that tubing component snapped off. The customer wants to determine if there is a concern. Although requested, no additional information has been provided. There is no report of patient harm or impact.